Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The customer reported that they suspected the cause to be related to the battery from a third party manufacturer (unipower). The device was not returned. An actual sample analysis could not be completed. Photo samples of the wireless battery module (wbm) were provided for evaluation. The photos were inspected and showed evidence of the burned circuit on the cell and extension cord. The photos confirmed that the non-baxter manufacturer used an unapproved battery cell from a non-baxter supplier. The related MDR associated with the spectrum pump is manufacturer report number: 1314492-2022-03474. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a wireless battery module (wbm) caught fire during therapy in the intensive care unit. The patient was on life support, which included a ventilator. There was no report of patient injury or medical intervention associated with this event. Both the battery cell and pump were purchased from a third party. Multiple attempts have been made to the reporter to return the wbm for evaluation; however there has been no indication that the device will be returned. The reporter provided photos of the wbm which showed the burned circuit on the wbm battery cell and the extension cord. No additional information is available.